Manufacturer narrative:
(B)(4) g2: foreign: germany the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4)

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, identified elevated cobalt levels and began to experience pain, limiting walking and approximately 16 years after implantation, the patient had a revision with the findings of trunnionosis, osteolysis around the greater trochanter and acetabulum, trochanteric bursitis, seroma with synovitis, and tissue damage of the trochanter major. Autologous spongiosa was used to repair the acetabulum and the stem remained implanted while the cup, head, and taper were all revised with competitor products. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and this report should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.